Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device had a blower that stalled (ec 1134). The device was being set up to place on a patient. This device never went on the patient, and another device was retrieved. The customer spoke with a philips remote service engineer (rse). The customer found error code 1134 in the significate log. The blower rpm did not increase over 3000 when powered on in ventilation mode. The rse advised the customer to order a replacement blower, and if that does not resolve the issue, to order a motor control pcba. Further information is pending.